Event description:
It was reported " no ap waveform on pump console". Additonally it was reported that the user exchanged to a second ac3. The user then exchanged the pump console for a second time to a autocat2 wave and the fos and transducer both worked. The user also reported that the patient did not sustain injury or expire. The patient's current condition is "critical". See associated MDR# 3010532612-2024-00230.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The reported complaint of "fos not zeroed prior to insertion and no waveform present on the screen" is not able to be confirmed. No iabp part or recorder strip was returned to teleflex chelmsford for investigation. According to the service report, the field service engineer checked the pump and could not replicate the issue. No part or recorder strip was returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported " no ap waveform on pump console". Additionally it was reported that the user exchanged to a second ac3. The user then exchanged the pump console for a second time to a autocat2 wave and the fos and transducer both worked. The user also reported that the patient did not sustain injury or expire. The patient's current condition is "critical". Associated MDR# 3010532612-2024-00230.